Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had an implanted neurostimulator. Patient developed a severe infection on the day it was implanted. The caller was hospitalized for 24 hours from (B)(6) 2024. In the hospital the patient was on IV antibiotics and when sent home was on oral antibiotics. Patient had been visiting nurse daily who comes and repacks the wound. The whole system was removed on (B)(6) 2024. The controller and communicator was given back to the doctor.

Event description:
Additional information was received from the health care professional (hcp). When asked about the steps taken to resolve the infection, the hcp stated that the surgical removal of device was done and antibiotic, therapy and wound care was done in continued care. The hcp confirmed that the issue was not yet resolved. The hcp confirmed that the hospitalization was related to the device and the reason for hospitalization was due to the surgical removal of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.